Event description:
Customer states gel barrier did not fully separate the serum and blood. Sst was spun twice after sitting to clot for over 30 mins.

Manufacturer narrative:
Complaint (B)(4) received 15 loose tubes 455071p/b2303357 for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further complaints on the material/batch. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviation with the function of the gel barrier could be observed. The allegedmalfunction cannot be confirmed.